Manufacturer narrative:
The dentist refused to provide the patient's ID, age, sex, and weight.

Event description:
On (B)(6) 2019, two nsk z95l handpieces (serial no. ((B)(4)) were returned from a dealer to nakanishi for repair. There was a note with the devices stating that one of the z95l handpieces overheated and caused the following event, but the dentist could not identify which one of the devices actually overheated. Upon receipt of the information, nakanishi held a teleconference with the dental office to gather the following details: the event occurred around (B)(6) 2019 (exact date is unknown). A dentist was performing a dental procedure on a patient using the one of the above handpieces. During the procedure, the dentist found a burn injury on the patient's lip. According to the dentist, there were no abnormalities observed in either device prior to use. The dentist determined that no medical attention was required to treat the injury. Nakanishi is submitting two separate mdrs for this event based on the information from the dentist. This MDR is regarding the handpiece with the serial no.(B)(4).

Manufacturer narrative:
Upon receiving the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device [c190904-08]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial no. (B)(6)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 1 service record (july 2015) since the device was shipped. According to the service record, the handpiece was sent by the customer for repair, but no defects were detected in the device. After nakanishi performed all of the necessary operation checks again, confirming that all of the criteria were met, the handpiece was returned to the customer. B) upon receipt of the returned device (september 2019), nakanishi set a test bur in the handpiece, connected the handpiece to the motor, and tried to rotate the motor. However, the handpiece was locked and the motor did not rotate at all. Therefore, nakanishi was not able to conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components involved: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed that the bearing retainer on the rear side of the cartridge was broken. B) nakanishi took photographs of all of the disassembled parts and kept them in investigation report #(B)(6). Conclusions reached based on the investigation and analysis results: a) nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation due to the broken bearing retainer. Nakanishi considers the possibility from many years of experience that the cause of the broken bearing retainer was the ingress of undesirable materials into the bearing. B) failure to check the handpiece before use led to user ignorance of the broken bearing, which contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to the dentist, and reminded the dentist of the importance of inspection of the handpiece prior to use to prevent overheating, as instructed in the operation manual.